Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer was informed that malfunction could be reset, was provided pump reset instructions by technical support, and was advised to call back for further assistance if unable to complete reset, with no additional outcome information available.